Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, two photographs of the sample was provided for evaluation. Visual inspection was performed which showed that the tube is separate from the y-junction. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of one-link non-dehp y-type standard bore catheter extension set separated from the y-junction which resulted in a fluid leak. This issue was described as ¿leak due to crack at base of the y-connector¿ and ¿one tube was not accurately connected/fused to the y-connection¿. This event occurred prior to patient use. There was no patient involvement. No additional information is available.